Event description:
Info rec'd indicates, the brake will set but does not hold.

Manufacturer narrative:
The technician found the braking mechanism and casters were worn. He replaced the brake casters and rebuilt the brake block mechanism to repair the bed.